Manufacturer narrative:
One photo was provided. It shows a syringe in the packaging flow wrap. The tip cap is not screwed to the syringe luer, it is on a side of the syringe. The symptom is confirmed but the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9308016 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the symptom is confirmed. Root cause is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 10ml saline fill experienced the tip cap found separated from prefilled syringe which was noted prior to use. The following information was provided by the initial reporter: during preparing, the nurse found that the cap of pre-filled syringe was left in the package bag while taking it out , so she had reported it to the equipment department.